Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as event onset, the patient was treated with intraperitoneal (ip) injection reflin (1 gm, once a day for 14 days and ip injection tobramycin (1gm, once a day, for 14 days) for peritonitis. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event (10 days after event onset). No additional information is available.